Event description:
In 2008, an expired 3d tibial insert was implanted. The sterility had expired on 01/31/2008. When encore medical requested this device be returned for sterility expiration, the agency, encore, could not locate it. As such, the device was not returned to encore. Encore medical received a certification statement from the agency stating they did not have the device.